Event description:
As described by the reporter of the incident: this is really an issue with the new alaris carefusion pumps. After attaching the channel and running a chemo therapy medication (fludarabine) the chemo on the channel line was clamped and fluids were run through the line on another channel connected to the chemo line. A half hour later I went to open the channel and switch the fludarabine for another chemo (busufan). As I opened up the cartridge the entire channel fell off and onto the floor. Thankfully the other chemo had finished and was empty and clamped off. However this means that it had not been totally connected to the "brain." This means that the pump will run and function as normal without being properly connected. I have to express my concern and annoyance with the carefusion pumps as they will beep horribly every time you open up the cartridge yet will not alert when the channel is not properly connected and will continue to run. Moving on to the rest of the incident caused by the carefusion pump. As the channel fell it apparently punctured the line that had fluids that was about to have chemo. It appeared to be running fine until I looked down and saw a river of blood on the floor. What had happened is that when the line punctured as it was connected to a central line neostar, the blood had flowed through the line down to the puncture site and began flooding the floor. There was a massive amount of blood and if I had not noticed it the patient would have lost a ton of blood in addition to the possibility of having a massive chemo spill. This is very dangerous. If the pump is not properly connected and the channel will fall off by opening up the channel cartridge to change a line, why does it continue to work?biomed investigation: biomed did not receive the pump, however we were able to duplicate the reported problem on another pump.